Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she attempted to fill the tubing but the insulin pump kept alarming no delivery. The insulin pump also alarmed no delivery overnight. Changing the reservoir resolved the issue. Customer's blood glucose level was 328 mg/dl. The device was not returned.